Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the t2 recon wire snapped during the case. Adverse consequences details: piece of wire fell into the patient and could not be removed. The case was completed with a new wire and there was a delay while that was opened.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received k-wire t2 recon ø3.2 x 400 mm was found to be broken. The fracture site analysis concludes it to be a ductile overload fracture. There are also drill marks found on the surface of the broken k-wire. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way. Before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused due to inadequate handling by hcp; e.g. Heavy use of power tool which could be confirmed by the drill marks found on the surface of the broken k-wire during visual inspection. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that the t2 recon wire snapped during the case. Adverse consequences details: piece of wire fell into the patient and could not be removed. The case was completed with a new wire and there was a delay while that was opened.

Manufacturer narrative:
Correction: section d4 (catalog #, gtin).

Event description:
The customer reported that the t2 recon wire snapped during the case. Adverse consequences details: piece of wire fell into the patient and could not be removed. The case was completed with a new wire and there was a delay while that was opened.